Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that one patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient was tested twice using the meter, resulting with values of 5.3 inr and 4.8 inr. A sample from the patient was tested in the laboratory with an unknown method, resulting with a value of 3.0 inr. The time frame between each of the three measurements is not known. No adverse events were alleged to have occurred with the patient. The patient's product was requested for investigation. Relevant retention test strips (lot 353503) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.